Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the hospital for an unrelated medical procedure. Post-procedure, the device was checked and noise was observed on the atrial lead. It was revealed that the clinic was aware the noise was present and the device had previously been reprogrammed. Patient was asymptomatic. The noise was reproduced with isometrics. No further intervention performed. Patient will continue to be monitored with routine follow up.